Event description:
Pt reported a button on the infusion device is sometimes non-functional, and the infusion device does not properly provide w1 cartridge low warnings. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
The check button does not respond. There are particles inside the housing of the check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.